Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s ipg incision site was not healing. Reportedly, patient experienced an infection at the ipg site. As such, surgical intervention took place wherein the entire system was explanted to address the issue. Patient was prescribed antibiotics to treat the infection. Reportedly, the infection has resolved.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.